Event description:
Boston scientific received information that this pacemaker dependent patient experienced some episodes of syncope. A revision procedure was scheduled. Before the case, the lead exhibited normal lead function with all measurements in normal range. However, this lead had previously exhibited high impedance measurements and high capture threshold measurements. During the lead revision, this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.